Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis an empty opened foil, an empty labeled winding former and a dispensed needle-suture of product code sxpp1b111, lot mph889. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected and marks on the body needle were noted. The suture was examined the barbs were present along of strand; however, the first loop was busted and consequently the second loop was missing. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample, suggest an improper handling of the sample. A manufacturing record evaluation was performed for the finished device mph889, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The loop of the suture came off during use. There were no adverse consequences to the patient. Upon evaluation of device returned, the first loop was busted.